Event description:
Following a catheterization procedure on 10/14/1997, an angio-seal was placed. Ten days later the pt returned for a follow-up visit and was readmitted to the hosp with an infected foot, although drainage was also noted at his groin. IV antibiotics (gentamycin and amoxicillin) were administered. As of 02/09/1997 there have been no further reports of complication or pt sequelae reported to the MFR.